Event description:
It was reported by the aci sales professional that a patient underwent a peripheral intervention cryoplasty procedure on (B)(6) 2011. Access was obtained at the common femoral artery via a 6f procedural sheath. A pre-procedural femoral angiogram was taken and revealed no presence of calcium. The patient's platelet count was reported to be 87. Following the procedure, the physician who is a trained user of the mynx, chose the device to close the femoral artery. It was reported by the physician that she shuttled down to a complete stop but the sealant did not release. The physician removed the device and it was noted that the sealant was still on the device. Manual compression was held for at least 10 minutes with additional compression using a compressor mechanical compression device for 1.5 hours. Hemostasis was successfully achieved. The patient tolerated the procedure well. The patient was ambulated and discharged to home the following day, a standard practice for interventions with no reported clinical sequela. No further information was provided.

Manufacturer narrative:
A visual inspection of the returned device revealed both tamp locks were dislodged resulting in the advancer tube failing to engage. Based on the information provided and the investigation performed, the cause of the reported failure to deploy was conclusively determined as due to the dislodged tamp locks. The review of the lhr (lot f1032211) indicated that the mynx device met all established performance criteria prior to shipment.